Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown stem-unknown. 00875101240- 40mm i.d. Size kk neutral liner use with 56mm o.d. Size kk shell- unknown. Unknown-unknown cup-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2022 -02228. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a right hip revision approximately 12 years post implantation due to fluid buildup. During surgery it was noticed that the trochanter was worn missing all the abductor attachments. Metallosis was prevalent. The 40mm -3.5 cocr head and the liner were removed. Liner destroyed upon removal. A continuum constrained liner and a biolox option head were implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.